Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device had downstream occlusion, clear occlusion between pump and patient unharmed. However, the blinatumomab infusion was interrupted for about 4 hours. Length of infusion: about 72 of 96 hours complete. After receiving air bubble message, they primed tubing using pump to clear air. There was patient involvement, but no patient harm/adverse event reported.